Event description:
No further event information available at the time of this report

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d9; g3; h2; h3; h4; h6 visual examination of the returned product/provided pictures identified the threaded tip of the device had fractured. There was scuffing along the shaft of the inserter. There are impact marks on the end of the device. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded the most likely root cause of the event is attributed to the off label use of the str mod acet inserter handle. Contact was notified though a technical report. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a procedure upon removing the cup the surgeon fractured the tip of the impactor. The cup was removed with a competitor¿s instrument. No delay in surgery was noted and no pieces were retained. Attempts have been made and additional information on the reported event is unavailable at this time.